Manufacturer narrative:
UDI is unknown. No information provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A sample was received. As a result of checking the actual product, the product number / lot of the blister pack and the cosmetic box and the product number / lot coincided with each other. The original label of blister pack and japanese labels all match. From this fact, it was confirmed that there was no error until delivery. The reported event was confirmed. However, there is a high possibility that it occurred after shipment. This event will be monitored and the occurrence for trending purposes.

Event description:
It was reported that when the customer checked the stocked products, they noticed a 100/860/080 was packed in a 100/800/080's outer box. No patient injury reported.